Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: ddbb1d1 ICD implanted (B)(6) 2015; 5076-45 lead implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced premature battery depletion. The device was explanted and replaced. It was reported that the right ventricular (rv) lead alerted for a high threshold, noise, and lead integrity alert (lia). Oversensing was noted and a fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.